Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line during the initial drain of peritoneal dialysis therapy on the homechoice device. There was nothing found during troubleshooting that could have caused or contributed to the air. The patient was advised to notify their nurse and start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.